Manufacturer narrative:
D10: concomitants: 6110294, 02-012-60-1440 - tru stem ext 14mm x 40mm. 6721808, 02-020-13-0250 - truliant cr cem fem cr cem left sz 5. 6818540, 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t. 6870038, 200-02-38 - three peg patella 38mm. 6827049, 204-70-00 - tibial stem ext. Screw. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2021. Over the next several months, the patient underwent physical therapy sessions and follow up appointments with the surgeon, as well as injections to his left knee. Approximately 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2022 to remove the polyethylene, causing the injuries and damages complained of. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: painful left total knee, polyethylene wear. At the time of surgery there was some minor wear of the polyethylene on both the lateral and medial tibial surfaces with some more significant wear along the posterior medial corner of the polyethylene. The femoral and tibial components were intact. The 13mm polyethylene was exchanged for a new 15 mm polyethylene and the knee showed excellent range of motion and stability. The patient was also noted to have heavy scar tissue throughout the joint capsule. The scar tissue was debrided along the suprapatellar pouch and medial and lateral gutters. The patient was taken to recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear/failure, and loss of range of motion could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.